Event description:
The customer reported the insulin pump was unable to prime and no insulin did exit at the end of the infusion set. Troubleshooting was performed. The customer stated having recurring no delivery alarms and low reservoir alarms. Advised to remove the reservoir from the insulin pump, and attempted to push the insulin out, but the insulin still did not exit. Instructed the customer to put the plunger back on the reservoir and to push the insulin out. The customer stated that the insulin did not exit when the plunger was pushed. The customer also stated that the insulin pump did not alarm no delivery, but it did alarm no reservoir with a full reservoir in the pump during the manual prime process. Recommended the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.